Manufacturer narrative:
Product ID 377645, lot# v007303, implanted: 2006 (B)(6); product type lead product ID 355029, lot# n069096n01, implanted: 2006 (B)(6); product type accessory product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient had no stimulation sensation and had been quite a while since they had felt any stimulation. It had also been a while since they had been able to use their implantable neurostimulator recharger (insr). The patient had been looking for a health care provider (hcp) to reprogram their device but had no yet found anyone. They also had an MRI of their back but had not gotten the results back at the time of the call. They were looking to have their device reprogrammed so it would cover their legs and back. Sometime later, on 2015 (B)(6), the patient called in and reported they had their device removed approximately 2 years prior because they needed to have an MRI. Prior to the MRI the device had quit working but the patient could not have it explanted any sooner because they could not find and hcp to perform the explant.